Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed 3 red dots under the left therapy electrode. The irritation was very itchy and not open and looked like a burn mark. The patient's doctor prescribed a triamcinolone cream for the irritation. Follow up indicated that the red spots are lighter now and not itchy anymore.